Manufacturer narrative:
Block h2: content in blocks h6 (impact code) and h10 have been updated based on additional information received on april 10, 2024, and april 19, 2024. Block h6: imdrf device code a0401 captures the reportable event of pull wire break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the biliopancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During procedure, the handle of the trapezoid rx broke with a 2cm stone still inside the basket. The stone was able to be released from the basket and the basket was removed. A different device was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure is reported to be stable. **additional information received on april 10, 2024 and april 19, 2024** the pull wire of the trapezoid rx broke 10 cm in front of the handle, while a 2 cm stone remained inside the basket. The stone was able to be released from the basket; however, the basket became stuck in the common bile duct, necessitating the patient's transfer to the department of hepatobiliary surgery for surgical removal.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of pull wire break. Block h11: the returned trapezoid rx was analyzed, and a product analysis observed that the basket would extend out of the working length when the handle was actuated. However, the basket could not be retracted back into the working length and the thumb ring was detached. The pull wire was taken out of the device to inspect, and it was found to be detached. The basket wires were also found bent. The reported event was confirmed. It is likely that the investigation findings were generated due to the additional force on the device when attempting to crush the stone that was stuck inside the basket. Therefore, the most probable root cause of the clinical observation is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the biliopancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During procedure, the handle of the trapezoid rx broke with a 2cm stone still inside the basket. The stone was able to be released from the basket and the basket was removed. A different device was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure is reported to be stable. Additional information received on april 10, 2024 and april 19, 2024: the pull wire of the trapezoid rx broke 10 cm in front of the handle, while a 2 cm stone remained inside the basket. The stone was able to be released from the basket; however, the basket became stuck in the common bile duct, necessitating the patient's transfer to the department of hepatobiliary surgery for surgical removal.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the biliopancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During procedure, the handle of the trapezoid rx broke with a 2cm stone still inside the basket. The stone was able to be released from the basket and the basket was removed. A different device was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure is reported to be stable.